Manufacturer narrative:
H.6. Investigation: a photo was provided and the kinked tubing is visible; the customer complaint was verified. A device history record review could not be performed on model 10802688 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that grav 10dp ckv 3 y-site dehp free tubing was kinked. The following information was provided by the initial reporter: material no.: 10802688 batch no.: unknown. It was reported that kinking has occurred directly out of the packaging and during or cases.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that grav 10dp ckv 3 y-site dehp free tubing was kinked. The following information was provided by the initial reporter: material no.: 10802688 batch no.: unknown. It was reported that kinking has occurred directly out of the packaging and during or cases.